Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for five patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged 5 samples initially generated positive results for sars-cov-2. The samples were repeated on another platform (cepheid) and negative results were generated. Note, sample 1 was repeated again with another platform (hologic panther) and negative results were generated. Sample 2 was also retested on the same cobas liat and negative results were generated. The results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 5 MDR will be filed.

Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. Possible issue may be with sample handling. Although the root cause cannot be identified, true amplification was observed for sars-cov-2 during the initial runs for all 5 of the alleged samples and no product problem was identified.